Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. It was thought that there may have been a connection issue between the s-ICD and electrode or a possible issue with the seal plug. The s-ICD sensing vector was reprogrammed to primary configuration and remains in service. No adverse patient effects were reported.